Event description:
Boston scientific crm received information that one day post implant, the right ventricular (rv) lead exhibited loss of capture and an impedance measurement of 2000 ohms with no visable movement observed on the x-ray. It was also noted that at implant, the rv lead exhibited poor threshold measurements. The physician opted to explant the lead and implant a new rv lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the helix retracted. The lead was subject to direct current resistance testing and passed on all paths, verifying that the electrical performance was intact. It was noted that the helix mechanism would not extend, which was thought to be from dried blood that was observed in the helix mechanism up through the lumen. Analysis was unable to confirm the allegation of loss of capture and high impedance measurements.